Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated they had been informed of the cutoff change in a customer bulletin in (B)(6) 2005, but did not implement the change in centralink and on patient reports. The cause of the customer reporting incorrect (B)(6) total results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a centralink data management system stated that since (B)(6) 2005, the incorrect (B)(6) cutoff was used in centralink and on patient reports. The customer did not update the assay cutoff from 0.8 to 0.5. Patient samples with results between 0.5 and 0.8 were incorrectly reported as (B)(6) for (B)(6) total rather than (B)(6). There are no reports of patient intervention or adverse health consequences due to the customer reporting incorrect (B)(6) total results.